Manufacturer narrative:
The device was received for analysis. Prior to the analysis, quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The device as received was visually inspected. The visual inspection revealed no external anomalies. Also, an analysis of the devices memory content showed no irregularities. Interrogation of the device was possible without abnormalities. The battery was fully charged. In summary, the device could be interrogated. There was no indication of a device malfunction.

Event description:
It was reported that this device was explanted due to eol. Upon receipt, it was discovered that the device could not be interrogated. No adverse patient events were reported. Should additional information become available, this file will be updated.